Event description:
It was reported that a right ventricular assist device (rvad) was placed on the right atrium. Outflow graft was attached to the pulmonary artery. The patient was placed on extracorporeal membrane oxygenation (ECMO) for oxygenation issues after coming off a cardiopulmonary bypass (cpb).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient had a planned biventricular assist device (bivad) placement, with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), being used as a right ventricular assist device (rvad). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 left ventricular assist system instructions for use (IFU) and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the bivad was planned. The right heart failure existed before the left ventricular assist device (lvad) was implanted. Device related issues did not cause or contribute to the right heart failure. The patient had symptoms of cardiogenic shock, severe tricuspid regurgitation, and severe mitral regurgitation.